Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump may have been exposed to the rain. The insulin pump alarmed button error. The customer was unable to clear the alarm. The customer's mother stated that the insulin pump was making a noise. Customer's blood glucose level was over 83 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.